Event description:
Olympus medical systems corp (omsc) was informed that during an unspecified examination with the endoscope cyf-5a, sparks occurred near the lamp of the subject device and the examination was stopped. The examination was completed with another device. It was also reported that the flickering lamp was observed from the previous day. The reported phenomenon occurred when flickering was observed and the device was turned off and on. There was no pt or medical staff injury reported.

Manufacturer narrative:
The subject device was returned to olympus for inspection. The phenomenon of the spark was observed once per several times or several dozen times of ignition. There was no irregularity of the subject device with the device history record. The subject device was used for a long time as 9 years, and inside the device, corrosions of electrodes and much dust were observed. Because of the corrosion of electrode, the electrical contact of it became unstable. It caused the sparks and burning of the dust that were observed. This report is being submitted as a medical device report in an abundance of caution.